Event description:
This case, reported by a chemist, with additional information received from the patient's family member. The patient's medical history included diabetes which was diagnosed while patient was hospitalized in 09/02. There were no concomitant medications reported. The patient was taking lispro (humalog) 6iu in the morning, 8iu in the afternoon and 6iu in the evening. Lispro was received via. Humapen ergo burgundy with a clear cartridge holder (z26539). Patient was also taking human lente insulin rdna (humulin I) 14iu a day before going to bed. Humulin I was received via ergo teal with a clear cartridge holder. Both insulins were taken for the treatment of diabetes and both began during 09/02 without experiencing any problems. The patient lost the humapen ms8930 and bought a new pen from the pharmacy in 05/03. During 05/03, patient experienced hyperglyceamia. Initially patient had no problems with hyperglyceamia. The patient consulted the diabetologist, who adjusted the dose of insulin. The hyperglycaemia got worse (blood glucose levels increased to 300-400) and patient experienced a diabetic (as told by the patient's family member) coma during 06/03. In 06/03, the patient returned the device (ms8930, lot z26539 and cid 00185738) to the pharmacy and asked for a new pen. Patient explained to the chemist that the hyperglycaemia had not improved. The patient had checked the pen and saw that the units dispensed by the pen were not the expected units. This was due to the piston not working properly. The events resolved and the patient made a full recovery. Patient is still using the same lispro cartridge which patient was using with the device in question without any problems. Therapy with lispro and humiln l were still continuing. The device was operated by the patient and was a trained user. Patient changed the needle each time but never performed the priming before administering the insulin. The patient had started using this type of device during 09/02. Patient started using the device in quesiton sometime in 05/03 to 06/03. The return of the device was anticipated. The device was not continued. This humapen ergo complaint is associated with 00185738. Follow up for investigation results is pending. Final analysis found a substance that looks like and smells like oil, coating the leadscrew. The cause of this complaint cannot be identified. Testing of the device indicated that it met all dose accuracy and glide force sepcifications. No corrective action is planned at this time because no malfunction or defect was identified. The chemist couldn't exclude that the events were related to the use of the device, but were not related to lispro and humulin I.